Event description:
It was reported that during the implant attempt the stylets kinked multiple times and would not pass through the right ventricular (rv) lead. The rv lead was not used due to concerns that the electrical integrity was impacted by the kinking of the stylets. A different rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.